Event description:
A caller reported experiencing a cgm error on their pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset, but the error persisted, leading technical support to decide to replace the pump, which was still under warranty. The customer transitioned to multiple daily injections as a backup insulin therapy, and arrangements were made to return the faulty pump with the necessary instructions understood by the caller.